Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii proximal seal was damaged and crumbled after it was loaded. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is not returning.

Manufacturer narrative:
Evaluation: the device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)